Manufacturer narrative:
Beckman coulter provided the customer with a replacement rt12 rotor to resolve the issue. The instrument was manufactured prior to bec acquisition; therefore, the date of manufacturer (dom) could not be confirmed. The beckman coulter (bec) internal identifier for this report is (B)(4).

Event description:
The customer reported the rt12 rotor for a ssmp centrifuge unit broke apart during centrifugation and resulted in losing a sample. The customer was required to perform a redraw. The unit did not come with a safety shield. There is no report of injury to the operator, exposure, and medical attention due to this event.